Event description:
The customer reported: "I would like to contact you regarding the attached report on a gamma nail. Breakage of the nail and distal screw when the patient moves (walking) no notion of trauma. Devices involved: two. Clinical consequences observed: secondary fracture displacement functional impotence + pain protective measures and actions taken: removal of the nail and fitting of another nail + gtr hook".

Manufacturer narrative:
Corrections: d4 lot# and d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported: "I would like to contact you regarding the attached report on a gamma nail. Breakage of the nail and distal screw when the patient moves (walking) no notion of trauma. Devices involved: two. Clinical consequences observed: secondary fracture displacement. Functional impotence + pain. Protective measures and actions taken: removal of the nail and fitting of another nail + gtr hook".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.